Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she contacted the local manufacturer and told them it kept turning off and had been acting up for almost one year now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the stimulator turned on and off by itself sometimes 4 times a day. When it turned back on it ramped up "30 notches." No actions had been taken by the health care provider (hcp) who was informed of the issue by the patient. The patient noted that at this point they wanted the device taken out. No further complications were reported.